Manufacturer narrative:
Follow up 17-aug-2015: hcp questionnaire were received from the nurse. Patient's data were updated, including her age, (B)(6). The nurse reported essure insertion date, postpartum state, lot number and insertion details as unknown. The nurse informed that they were unaware of reaction until the patient presented to allergy clinic for evaluation and they did not have access to gynecologic records. Allergy patch test was done on (B)(6) 2015 after hysterectomy and showed a negative result to nickel. The patient believed that essure contributed to metal toxicity. On (B)(6) 2014 essure devices were removed and the nurse also mentioned that it was unknown if medically necessary, the patient wanted essure removal. The removal procedure was hysterectomy of uterus, cervix and fallopian tubes (ovaries intact). After that, the symptoms have been improving, not completely resolved. Case closed. Company causality comment: this medically confirmed, spontaneous case report refers to an adult female patient who had essure (fallopian tube occlusion insert) inserted and experienced abdominal pain and rash among other non-serious events. According to follow up information, she also experienced metal toxicity. Essure was removed and events are resolving. These events are serious due to required intervention and according to essure's reference safety information, they are listed, except metal toxicity which is unlisted. In this case, the onset dates of the abdominal pain and rash were not reported. However, considering the implied temporal relationship and that abdominal pain may occur with essure therapy, a causal relationship between essure and the abdominal pain cannot be excluded. Since essure insert consists of a nickel-titanium alloy, allergic reactions to essure are more commonly related to nickel sensitivity. In this particular case, she experienced rash and allergy patch test performed was negative to nickel. In spite of this, the essure alloy is also made of other metallic compounds and this allergy patch test is not very precise. Thus, a contributory role from essure for this rash cannot be excluded. Regarding metal toxicity, although essure releases metallic compounds, the amount is not enough to cause metal poisoning. Thus, this event is assessed as unrelated to essure. This case is regarded as incident due to required intervention (hysterectomy). Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. No further information is expected.

Event description:
This is a spontaneous case report received from a nurse in united states on (B)(4) 2015 which refers to a adult (>=18y & <65y) female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2009 for sterilization. It was unknown whether essure was used previously. On an unspecified date the patient started experiencing abdominal pain, rash, skin lesion, appetite change, weight gain, nausea, vomiting, diarrhea, headache, dizziness, diminished brain function, and brain fog. On (B)(4)-2014 essure was removed. The outcome of the events was reported as ongoing. Follow-up received on (B)(6) 2015: product technical complaint investigation and final assessment were received: this adverse event report is related to a product technical complaint and was initiated due to a request for confirmation of quality. The bayer reference number for the ptc report is (B)(6) and the local number is (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known possible undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample was available for a technical investigation. The technical investigation concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this medically confirmed spontaneous case report refers to an adult female patient who had essure (fallopian tube occlusion insert) inserted and experienced abdominal pain and rash among other non-serious events. Essure was removed and events are ongoing. Both events are serious due to required intervention and according to essure's reference safety information, both events are listed. This case has limited information. The onset dates of the abdominal pain and rash were not reported. However, considering the implied temporal relationship and that abdominal pain may occur with essure therapy, a causal relationship between essure and the abdominal pain cannot be excluded. Since essure insert consists of a nickel-titanium alloy, allergic reactions to essure are more commonly related to nickel sensitivity. In this particular case, she experienced rash. Considering that essure insert consists of a nickel-titanium alloy, and that nickel may cause allergic reactions, since there is an implied positive temporal relationship, the rash was considered related to essure. This case is regarded as incident due to required intervention. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. Further information is being sought.